Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot (pc2366), and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the name of the initial procedure? In event description indicates "the needle is popping off sutures mid procedure" could you please confirm if the issue occurred-intra op? Could you please provide event day and procedure date? Was the surgery delayed due to the issue? Was the surgery completed successfully? Could you please inform if there any patient consequence or injury? Could you please confirm how many devices were involved in the reported issue? What is the correct lot numbers? Device return follow up. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a suture was used. During the procedure, the needle separated from the suture mid procedure. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 05/12/2020. Additional h3 investigation summary: one open box with unopened samples of product code vcp435, lot pc2366 was returned for analysis. The complaint sample was not received for evaluation. During the visual inspection of samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, no performance pull off suture needle was found, and the tested samples met the finished goods requirements.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 05/06/2020.